Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: it was reported a fixation feature breakage intra-op issue. One opened box with six unopened samples of product code sxpp1a400, lot pcm578 was returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fixation feature breakage intra-op was found. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85791 and 2210968-2019-85795. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the retaining plate broke before implant and did not hold. It falls off when placing under low tension first stitch. No tension was applied when it broke off the suture. There was no adverse patient outcome reported.